Manufacturer narrative:
H.6. Investigation summary bd received 60 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for does not attach/detach with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to does not attach/detach as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 30 bd vacutainer® safety-lok¿ blood collection set with luer adapter had the needle and holder separate. The following information was provided by the initial reporter: "holder dislodging from wingset. The holder is attached to the wingset as recommended. During use when the collection tube is introduced into the holder the pressure is causing the holder to dislodge from the wingset".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 30 bd vacutainer® safety-lok¿ blood collection set with luer adapter had the needle and holder separate. The following information was provided by the initial reporter: "holder dislodging from wingset. The holder is attached to the wingset as recommended. During use when the collection tube is introduced into the holder the pressure is causing the holder to dislodge from the wingset."